Manufacturer narrative:
Device used for treatment, not diagnosis. ¿displaced scaphoid fractures treated with open reduction and internal fixation with a cannulated screw¿ (2000) trumble, t.e., et.al. The journal of bone and joint surgery 82-a(5), 633-641. This report is for a 3.5 millimeter cannulated ao/asif screw/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ¿displaced scaphoid fractures treated with open reduction and internal fixation with a cannulated screw¿ (2000) trumble, t.e., et.al. The journal of bone and joint surgery 82-a(5), 633-641. The country of origin for this article is the united states. A retrospective study was done at university medical center to determine if the accuracy of screw placement was improved with a competitor cannulated screw compared with the use of the ao/asif cannulated screw. The study was carried out from 1990 to 1997 with 19 patients as group one using the 3.5 millimeter cannulated ao/asif screw (synthes, paoli, pennsylvania). Group two of the study was carried out from 1993 through 1997 with 16 patients using a competitor cannulated screw. The patients involved in the study had acute displaced fractures of the waist of the scaphoid treated with open reduction and internal fixation with a cannulated screw. Group one of the study which was implanted with the 3.5 millimeter cannulated ao/asif screw consisted of fourteen male and five female patients. The average age was twenty-eight year with a range of eighteen to forty-six years. The mechanism of injury for group one patients included fall, sports-related accident, and motor vehicle accident. Group two of the study which was implanted with a competitor product consisted of eleven male and five female patients. The average age was thirty years with a range of eighteen to forty-eight years. The mechanism for injury for group two patients included fall, sports-related injury, and motor vehicle accident. One patient in group one showed evidence of partial avascular necrosis. One group one patient experienced osteoarthritis at the time of final follow-up evaluation. Three group one patients experienced slight pain with strenuous activity. This is report 2 of 2 for (B)(4). This report is for an unknown 3.5 millimeter cannulated ao/asif screw. This report is for one (1) device.